Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was 88 mg/dl; however, during the call with tandem's technical support, the customer received a low blood glucose (bg) level alert. Reportedly, the customer did not know the cause of the low bg level. Review of pump bolus history with tandem technical support showed that the last bolus request was for 5.71 units. Customer reported mistakenly entering the wrong carbohydrate amount and delivering more insulin than needed. The customer confirmed orange juice and lunch would be consumed to treat bg level. The customer declined further follow-up.